Event description:
It was reported the ¿stimloc screw broke¿ six days prior to report. The screw ¿was not implanted¿ as a result of the event and was instead replaced at that time. The issue was resolved as a result. There were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis if the stimloc components found that ¿all the parts from a stimloc kit were returned except the screws. There was a crack in one side of the stimloc base between the inner circle and screw hole. The tip of the screwdriver was twisted in the direction that would occur when loosening the screw. No issues were observed with the holder, clip, cap and positioning tools.¿

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082213414a, product type: accessory. (B)(4).